Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Unit had cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and it shot insulin though and had a crack on the battery compartment. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer stated that they were able to complete rewind insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.